Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that despite bolusing with her insulin pump her blood glucose readings remain high. Her blood glucose at the time of incident was just under 400 mg/dl. She stated that her blood glucose readings have been consistently high over the past two months. The patient's blood glucose at the time of call was 254 mg/dl. She did not feel any symptoms of hyperglycemia at the time. Troubleshooting did not occur; the customer stated that she could not troubleshoot and will call back later. No products were shipped or returned.